Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of noise resulting in an inappropriate shock, pacing inhibition, and asystole. Rhythm care then recommended system revision due to possible compromised lead integrity. This system remains in service. No adverse patient effects were reported.